Event description:
During resection procedure of the prostate, the protective coating of the proximal end of the vaportrode melted off, causing further melting of the proximal end of the scope 1/2 to 1" in length. No injury to pt.